Manufacturer narrative:
A ge representative evaluated the system and replaced the c-arm cable and adjusted the collimator iris. System operates as intended.

Event description:
The customer reported, the collimator iris does not work properly, the image reduces in size when the pedal is pressed. No pt injury was reported.